Event description:
Boston scientific received information that during a routine device interrogation, it was noted that the lead safety switch had tripped for right atrial (ra) lead due to impedance measurements of greater than 2500 ohms, however capture was still evident. An episodes of noise along with several inappropriate atrial tachy responses (atr) were stored in the arrhythmia logbook and atrial undersensing of p-waves was also noted. The field representative stated that the noise was able to be reproduced with pocket manipulation. The field representative also noted that the physician will not be taking any action currently and the patient is scheduled for a follow-up visit in three months.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right atrial (ra) lead had continued to exhibit a pacing impedance measurement greater than 2500 ohms. During a normal generator replacement for normal battery depletion, the lead was found to be fractured and was therefore explanted. During extraction the lead fragmented at the proximal end of the anodal electrode. The lead fragment was successfully retrieved and another lead was successfully implanted. No adverse patient effects were reported.